Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic for a follow up and the device was found to be operating in safety mode. The device was not yet updated with the newly approved software that was designed to prevent initiation of safety mode in an ambulatory setting due to a high battery impedance state. The data from the remote interrogation in july showed the patient was 64% paced in the ventricle, at vvir 70-120 bpm, with an underlying rhythm. It was noted the patient had not been on remote monitoring since mid-august so more current data was not available. Although the patient was asymptomatic with the safety mode programming, the device would require prompt replacement. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. A replacement procedure was planned at another facility for friday, but the patient had a stroke and was hospitalized on thursday so the procedure was cancelled. It was noted the patient was not taken off their anti-coagulants, so the stroke was not suspected to be related to the pending surgery. Also, the patient was in chronic atrial fibrillation (af), so the safety mode setting of vvi at 72 bpm was similar to their typical programmed parameters. At this time, no device replacement has been performed.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic for a follow up and the device was found to be operating in safety mode. The device was not yet updated with the newly approved software that was designed to prevent initiation of safety mode in an ambulatory setting due to a high battery impedance state. The data from the remote interrogation in (B)(6) showed the patient was 64% paced in the ventricle, at vvir 70-120 bpm, with an underlying rhythm. It was noted the patient had not been on remote monitoring since (B)(6) so more current data was not available. Although the patient was asymptomatic with the safety mode programming, the device would require prompt replacement. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. A replacement procedure was planned at another facility for friday, but the patient had a stroke and was hospitalized on thursday so the procedure was cancelled. It was noted the patient was not taken off their anti-coagulants, so the stroke was not suspected to be related to the pending surgery. Also, the patient was in chronic atrial fibrillation (af), so the safety mode setting of vvi at 72 bpm was similar to their typical programmed parameters. At this time, no device replacement has been performed. Additional information was received. The device was explanted and replaced one week after the originally planned procedure date. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.